Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandems t:slim x2 with control iq user guide: do not expose your pump, transmitter, or sensor to: x ray. Computed tomography CT scan. Magnetic resonance imaging MRI. Positron emission tomography pet scan. Other exposure to radiation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x ray radiation prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.